Event description:
It was reported that the video system center displayed an e315 scope communication error code. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch (B)(4) (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.